Event description:
It was reported by service report that the fowler will not raise or lower. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: fowler, set screw.